Manufacturer narrative:
The fse found evidence of leak which dried up and crystalized. The fse cleaned the crystallization and dried up diluent around the wbc bath which fixed the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained fluid leak of approximately one (1) ml from coulter ac·t diff 2 analyzer. The fluid leak consisted of diluent, blood and clenz reagent. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.